Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7024250.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure wherein all device components were removed and were not returned.